Event description:
The manufacturer received information alleging a ventilator was alarming during use. There was not harm or injury reported. During the evaluation of the device at the manufacturer's service center, water ingress was found to the device. The device's sensor board, active exhalation control module and flow sensor assembly were replaced to address the issue.